Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer stated about the other critical pump error. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 38 alarm noted during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Multiple pump error 38 were recorded on 04/29/2025 16:51:40.000 through 05/07/2025 13:39:08.000. In addition, pump error 37 was also recorded on 04/30/2025 18:12:15.000. No relevant alarms were recorded to confirmed critical pump error (open book image). Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly including motor flex connector. Under microscopic investigation, corroded motor home switch was noted. Isolated to motor assembly. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion unit was tested successfully and no unexpected or constant pump error 38 alarm noted during testing, however, corroded motor home switch was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.